Manufacturer narrative:
The device was returned to the factory for eval. It showed signs of clinical usage and evidence of blood. Add'l eval is required. A supplemental report will be submitted when the eval is completed. A lot history record review was completed for the reported product lot number. There was no non-conformance recorded in the lot history. (B)(4).

Event description:
The hosp reported that during an endoscopic vein harvesting procedure, during dissection of vessel, it was noticed that the scissor blades did not move. Although the customer could move the handle, the scissor blades stayed open and could not be used for the procedure. A replacement device was used to complete the procedure. The hosp did not report any pt effects.